Event description:
It was reported that the customer's device would no longer power on. The device was also displaying its service wrench indicator. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported failure. Physio did observe that the device had a battery communication issue which could potentially explain the reported failure; however this was not confirmed to be related. Proper device operation was observed through functional and performance testing. The cause of the reported failure could not be determined.the customer received a replacement device.